Event description:
It is reported that a customer was hospitalized for ketones. The customer stated that they had also experienced high blood glucose of 549 mg/dl. The customer stated they had received lost sensor alerts and also reports skin irritation due to the adhesive tape used to hold the sensor. The customer stated that they did not want to trouble shoot and that they will call back if the issue occurs again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.